Event description:
Caller indicated the advance meter was reading high. Caregiver tested pt and rec'd 105 and 117. Patient was not doing well and was given a mint. Was not acting normally, paramedics were called, and took reading on a different monitor and blood sugar was 24. Caregiver states that the patient was given insulin and she started to do better.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested, and performed to specification.